Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty, could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after an embolectomy interventional procedure using a 6f sheath. Reportedly, the starclose se device was positioned without issue. Fluoroscopy was used to confirm that the wings were up against the vessel as intended. The clip was deployed without issue. The starclose device was then removed without resistance or issue. The clip was then observed to be on fatty tissue and skin. The clip was manually removed yet there was no bleeding. The patient was closely monitored and it was confirmed that hemostasis was achieved. Pressure was held for 10 minutes as a precaution even though there was no blood. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.